Event description:
A customer reported that their pump declared alarm 30 during the loading process. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer's health. The customer, unable to resume insulin therapy due to the recurring cartridge alarm, was assisted by technical support to properly load a new cartridge. As the issue persisted, technical support decided to replace the pump, and the customer opted to use multiple daily injections as a backup therapy. The customer was instructed to return the faulty pump using a pre-paid shipping label after placing it into storage mode, and these instructions were acknowledged and understood.